Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a vitrious cutter would not cut during a procedure. The cutter was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
No sample was returned for this complaint file, the final customer lot was identified as lot 15028508x. For this final lot, four component 23 ga probe lots, manufactured in may-2015 & jun-2015, were used to make up the final lot. A device history record review for each of the probe lots was conducted. According to the DHR review, two lots were reprocessed for anomalies that could have contributed to the customer complaint (cut test alignment and cut test failure). The device history record review does not point to a root cause because the lot was reprocessed and the product released met the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. One lot was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released based on the product¿s acceptance criteria. One lot had no anomaly found based on the device history record reviews. A complaint lot history examination indicates there were no other complaints for the reported issue. Because a sample was not returned and the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. (B)(4).